Manufacturer narrative:
(B)(4). Date initial report sent (B)(6) 2015.

Event description:
According to the during the surgery, the device was closed around the principle bronchus. The device did not fire, but the tissue was cut and remained open. To fix the issue, the surgeon sutured the tissue close.